Event description:
Chair going in circles. And getting 5 flash at times intermittently which is right brake code.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.